Event description:
Reporter alleged the blood glucose monitoring device smelled as if it were burning and when unplugged, the base and meter itself was melted as well as being blackened at the pins. Reporter stated there was no evidence of liquid on the base or the meter. Reporter indicated no actions were taken and no one was injured as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.